Event description:
A caller reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they received third-party medical treatment however, no further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they received third-party medical treatment however, no further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.